Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker presented to clinic due to chest twitching. Upon evaluation, this pacemaker was found to be operating in safety mode, and a device replacement was arranged. This device was explanted and successfully replaced, and the patient outcome was reported as fully recovered. This pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.